Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure took place and the ra lead was explanted and replaced. Prior to the revision procedure, a fracture was identified on the ra lead via x-ray. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was seen on the atrial channel of this implantable cardioverter defibrillator (ICD). The noise was oversensed and led to pacing inhibition and inappropriate atrial tachy response episodes. In addition, out of range pacing impedances of greater than 2500 ohms and loss of capture were observed. The patient was symptomatic with palpitations and shortness of breath. A chest x-ray was ordered. Additional information was received that no fracture was observed on the chest x-ray and the right atrial lead location was appropriate. There were no observed periods of asystole lasting for greater than two seconds. The ICD was reprogrammed and a revision procedure is expected to be scheduled shortly to replace the atrial lead. This ICD remains in service. No adverse patient effects were reported.